Manufacturer narrative:
(B)(4).

Event description:
It was reported that two external neurostimulator (ens) devices were tested as well as a new intraoperative cable. After these efforts did not produce any stimulation symptoms, the surgical team decided to test a new lead. At this point the damage in the existing lead was spotted; all of the electrodes were damaged by the depth stop screw due to over tightening during the implant procedure. An unknown impedance issue was reported. The new lead was placed and extra care was taken to not damage the lead in the same manner. Intraoperative testing resumed and the procedure was completed to the satisfaction of the surgical team. At the time of the report the patient was alive with no injury.